Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced increasing pain in left arm. The company representative changed the high dose (hd) program on the lower lead on (B)(6) 2017. The outcome was resolved without sequela on (B)(6) 2017. The event was possibly related to the device or therapy, confirmed to be related to programming, but not related to implant procedure. No further complications were reported or anticipated. Additional information was received from the hcp of a clinical study reporting that there was a stimulation issue. Additional information was received from the hcp. It was reported that the stimulation issue was an issue with the programming of the device. The stimulation issue began (B)(6) 2017. The troubleshooting/action/intervention done was a change of the hd program on the lower lead. The exact cause of the stimulation issue was not determined. The patient's baseline weight was reported. It was noted that the patient's indication for use was complex regional pain syndrome type I (crps I).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.